Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event medical device removal replaced with chronic pelvic pain." Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 35-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.